Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly delivered inappropriate shocks for episodes of atrial fibrillation (af) with a rapid ventricular response detected as ventricular tachycardia (vt) episodes. The arrhythmia appeared to have accelerated to ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.